Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).

Event description:
The pt was implanted with a left ventricular assist device (lvad). An intermacs report was rec'd which indicated "elevation in plasma hgb & lactate dehydrogenase (ldh) with hemodynamics echo suggestive of pump thrombosis." Additional info was rec'd via the vad coordinator confirming the pt experienced thrombus/hemolysis. Although the pt's native heart had recovered enough that his pump was explanted on (B)(6) 2013 and he was recently discharged.